Event description:
During follow-up, a loss of capture and increased pacing impedance were observed on the left ventricular (lv) lead. The physician suspected lv lead damage, although it was not confirmed. The event was resolved by reprogramming the device. The patient was in stable condition.